Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead presented with high pacing impedance during procedure after the lead was implanted into the body. After repositioning, the issue persisted so the lead was replaced. The patient was stable post-procedure.